Event description:
It was reported that at the conclusion of a greenlight pvp procedure, the physician used a catheter guide to insert a foley catheter. Reportedly, at this time, the floor of the prostate was perforated with the catheter; capsular perforation and excess bleeding occurred. The physician then introduced a mono polar resectoscope and attempted to use the turp instruments to achieve hemostasis. It was also reported that during this process, there was difficulty identifying the anatomical landmarks. Patient outcome: postoperatively, the patient is experiencing incontinence when standing up.